Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with osteoporosis underwent a balloon kyphoplasty procedure (bkp) at t10. It was reported that the balloon used on the right side burst at 250psi. No patient complications were reported.